Manufacturer narrative:
Concomitant product: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. It was stated "one half worked and the other didn't." It was stated that "one lead was doing most of the work," and that he was feeling the stimulation was tickling in the right rib area. It was stated the ins (implantable neurostimulator) and leads had been checked "a while back and they were ok, but the leads were not positioned correctly." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.